Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel boost breast implant 260cc gel breast prosthesis and a mentor memorygel boost breast implant 280cc gel breast prosthesis on (B)(6) 2024.

Manufacturer narrative:
On 18-feb-2025, mentor received additional information about the event. - it was reported that the reason for the explantation was because of asymmetry and unacceptable cosmetic appearance of the breasts. - during explant surgery, it was observed that it was the right breast prosthesis that was ruptured, not the left. The surgeon noted that the left breast prosthesis appeared intact but appeared deformed and no longer held its round shape. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-02460 for the report for the patient¿s right breast prosthesis. - the serial number ((B)(6)) was reported. - the implantation date ((B)(6) 2012) was reported. - the patient¿s race is white and her ethnicity is not hispanic/latino. - the suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 19, 2025, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).